Event description:
A baxter engineer reported a pump with failure code 570:320:675:0000. It is unknown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative.